Event description:
A 26 mm x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in 2001. Aneurysm size and vessel morphology are unknown. It is reported that the physician could not deploy the bifurcated stent graft. The physician pulled the black ring back 10 cm with the deployment handle: however, the sheath did not retract, it is reported that another device was implanted the day after. The pt is fine and there is no additional clinical sequelae reported relative to the event. Multiple attempts requesting further info have been unsuccessful.